Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+4.5/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was removed on 11-feb-2023 due to lens rotation not associated to a low vault. The lens was replaced with a different model but same length lens but the problem was not resolved. See MFR. Report # 2023826-2023-01500 for replacement lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the patient has not returned to the clinic since last follow-up visit. According to the surgeon, the patient does not seem to require further treatment for now. H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).